Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the insulin pump was frozen and the escape and act button was not responding. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the keypad issues. The mother also reported the edge of the battery cap was chipped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No frozen screen was noted. The rewind functioned properly. No rewind anomaly was noted. The pump was received with minor scratches on the display window, broken battery tube threads, and a cracked reservoir tube lip.